Event description:
Reported issue: the cuff deflated and the patient had to be extubated and then reintubated. No injury reported.

Manufacturer narrative:
Qn# (B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. The part number reported is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted and issue reported leak-device leak -cuff was not observed in the current manufacturing process. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.